Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(6). (B)(4).

Event description:
Patient reported experiencing an audible release of air in left hip 10 years post-implantation. No revision procedure has been indicated or reported to date.